Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. A pusher wire and hoop were returned for this complaint. The coil and introducer sheath were not returned. The pusher wire was inspected and was found kinked. No more damages were found in the returned device. The proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The main coil was not returned. Dimensional inspection of the pusher wire revealed that the components were within specification.

Event description:
It was reported that the patient experienced thrombus formation. The target lesion was located in a renal artery. A 14mm x 30cm interlock coil was selected for use. During the procedure, when the physician advanced and adjusted the coil into the tumor, it was noted that a thrombus formed and became stuck in the non-bsc microcatheter. Furthermore, the coil could not be deployed. The coil was removed with the catheter from the patient without any interventions and the procedure was completed with another of the same device. No further patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the patient experienced thrombus formation. The target lesion was located in a renal artery. A 14mm x 30cm interlock coil was selected for use. During the procedure, when the physician advanced and adjusted the coil into the tumor, it was noted that a thrombus formed and became stuck in the non-bsc microcatheter. Furthermore, the coil could not be deployed. The coil was removed with the catheter from the patient without any interventions and the procedure was completed with another of the same device. No further patient complications were reported and patient was stable post procedure.